Event description:
Initial report of needle separation in patient was submitted by vaccine manager of user facility on november 9, 2023. The initial information was reported as follows: nurse gave flue vaccine in child's thigh. When she went to retract the needle it went inside of the patient's thigh. The patient went to hospital and had to have it removed vaccine manager reported that facility did not retain involved product but had associated product. Shipping containers were sent for return of associated product and receipt was confirmed on november 17, 2023. November 17, 2023 reporting vaccine manager to follow up regarding treatment and outcome of patient involved in the incident. Associated product was received and testing was completed on december 28, 2023. All samples returned were tested and were within specification. Vaccine manager provided follow up information on november 29, 2023 stating that the patient's mother returned to the hospital and the needle was surgically removed by the hospital. The same day vaccine manager provided an image of a detached needle, an xray of needle in patient's thigh and an xray that shows no needle. On december 19, 2023 the vaccine manager reported that no further information could be provided. "The needle was in the patient's leg, he went to the hospital and had it surgically removed and we do not have the product"

Event description:
Initial report of needle separation in patient was submitted by vaccine manager of user facility on (B)(6) 2023. The initial information was reported as follows: nurse gave flue vaccine in child's thigh. When she went to retract the needle it went inside of the patient's thigh. The patient went to hospital and had to have it removed vaccine manager reported that facility did not retain involved product but had associated product. Shipping containers were sent for return of associated product and receipt was confirmed on (B)(6) 2023. (B)(6) 2023 reporting vaccine manager to follow up regarding treatment and outcome of patient involved in the incident. Associated product was received and testing was completed on (B)(6) 2023. All samples returned were tested and were within specification. Vaccine manager provided follow up information on (B)(6) 2023 stating that the patient's mother returned to the hospital and the needle was surgically removed by the hospital. The same day vaccine manager provided an image of a detached needle, an xray of needle in patient's thigh and an xray that shows no needle. On (B)(6) 2023 the vaccine manager reported that no further information could be provided. "The needle was in the patient's leg, he went to the hospital and had it surgically removed and we do not have the product."